Event description:
It was reported that during a laparoscopic sleeve resection procedure, because of bleeding from the staple line, the surgeon tried to stop the bleeding with clips. When trying to put the clip on the stomach, surgeon noticed that the clips are not formed at all; device fired open clips. A reusable competitor¿s product was used to complete the procedure. The procedure was completed successfully and the patient is ok. There was a delay of ten minutes.

Manufacturer narrative:
(B)(4). Jaws the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was reusable clip applier sufficient to control bleeding that occurred during procedure? Yes. How much bleeding occurred? Not much, but they had to use clips to stop it. Were any blood products given to patient? No. Was there any change to procedure or post-op patient care? No.